Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause, contribute to a serious injury, require medical, or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Due to the lack of cleaning / maintenance by the user, the head gear assembly is defective and the function is no longer available. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event it was reported that a x-smart iq contra angle won't hold files; no injury resulted.